Event description:
The customer lives in an assisted living facility and an lpn checked pt's blood glucose on the device and obtained a result of 322 mg/d.l pt injected six extra units of type r insulin. Four hours later the customer was unresponsive and the device read 363 mg/dl. An ambulance was called and their meter read 30 mg/dl. Pt was treated with a glucose IV and transported to the hosp. Controls were not used on the system. The device was replaced and request to be returned for evaluations.